Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was an occlusion error during infusion and while testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No available service history of 12 months. Review of event log found nothing related to the reported problem. The complaint of occlusion error during infusion while testing could not be confirmed with functional testing. Device passed all testing criteria. Software updated.